Event description:
The patient reported pain in the treatment area several days after the procedure. The pain has been reported to be at the level of 5/9 at its worst. This pain has persisted in the months afterward. She also reported the presence of nodules in the treatment area which is believed to be due to fat necrosis. This has been confirmed with ultrasound. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Even reappeared after reintroduction: no.